Event description:
It was reported by the aci clinical specialist that a (B)(6) year old male patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the profunda via an antegrade approach utilizing a 7f procedural sheath (model unk). There were two sheath exchanges. A buddy wire (guide wire), 50/50 contrast and saline mixture were used. A pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6mm. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon was prepped and then the device was inserted into the 7f procedural sheath. During the device deployment, the buddy wire was removed from the patient as it was assumed that the balloon was seated at the arteriotomy. There was blood flow after the buddy wire was removed and the physician gently pulled to seat the balloon but at this time it was noted that the balloon had lost pressure. The device was removed and the patient was converted to 30 minutes of manual compression. Hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
An attempt to inflate the balloon of the returned device revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a pin hole on balloon, approximately 6.5mm from the balloon proximal tip. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and the investigation performed, the root cause of the pin hole could not be conclusively determined. However, it was reported that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site.